Event description:
It was reported that the hemostatic valve of the sheath broke during catheter reinsertion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The farawave catheter was used successfully for ablation with the faradrive sheath, then it was replaced with a non-boston scientific mapping catheter to perform the post-map. The mapping catheter was removed from the sheath upon finishing the post-map and an attempt was made to reinsert the farawave catheter to ablate more, but the hemostatic valve of the sheath was broken upon this reinsertion. The sheath started leaking, and air was observed in the sheath at this time though none was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. The sheath failed leak testing. Inspection of the hemostatic valves found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These malfunctions were identified to be the cause of the allegations. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the hemostatic valve of the sheath broke during catheter reinsertion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The farawave catheter was used successfully for ablation with the faradrive sheath, then it was replaced with a non-boston scientific mapping catheter to perform the post-map. The mapping catheter was removed from the sheath upon finishing the post-map and an attempt was made to reinsert the farawave catheter to ablate more, but the hemostatic valve of the sheath was broken upon this reinsertion. The sheath started leaking, and air was observed in the sheath at this time though none was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.